Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to inflation issues with the pump. A surgical procedure was performed in which it was noticed that the pump and balloon had migrated. The pump was removed, and no air, hole or dimpling was noticed upon explant. It was also indicated that a malleable device was put in. The patient did not experience additional patient complications related to the event.